Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to the device not working properly, as it had a fluid leak. The existing components were explanted and replaced with a new aus. There were no patient complications reported.